Event description:
It was reported to boston scientific corporation (bsc) that a gold probe device was used during gastric bleed treatment within the patient's stomach on (B)(6) 2013. According to the complainant, during preparation, when the nurse tested the gold probe in saline, they noticed that the probe would not heat up. Reportedly, no visible damage and kinks were noted on the device and that the generator current was tested with second gold probe and worked properly. The procedure was completed with another of the same gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.